Event description:
It was reported that the balloon would not deflate on the catheter, requiring intervention by the physician.

Manufacturer narrative:
A patient's bladder had been nicked during a surgical procedure on (B)(6) and a foley catheter had been inserted. The physician was attempting to remove the catheter and reported that the balloon would not deflate. The pig tail on the inflation port was cut and the clinician was unable to get the balloon to deflate. The balloon was ruptured manually by using a guidewire. The sample was not retained for evaluation. The reporting facility did not know the item number or lot number for this catheter. A root cause for this incident has not been determined. (B)(4). During that time period, we rec'd two complaints for non-deflation. No trend exists for this issue. However, due to the reported incident and subsequent need for medical intervention, this medwatch is being filed.